Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.